Event description:
Pt was revised because, the incorrect device was implanted during the primary surgery.

Manufacturer narrative:
The product and product packaging were not returned. Review of the device history records did not reveal any anomalies. The record review included a copy of the packaging label applied to the packaging prior to distribution. The label states the product was a product code 960534 pfc sigma tcs ins 20mm, sz 3. The root cause is being attributed to suspected user error. The investigation did not find any evidence suggesting product error was a contributing factor, and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.